Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 90% stenotic lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The lesion was predilated with a 1.5x20mm unspecified compliance balloon. The physician then advanced a 2.5x38mm promus element stent to the lesion but was unable to cross. Upon removal it was observed that the stent was damaged. The physician dilated the lesion again and completed the procedure with a 2.5x38mm promus element stent.

Manufacturer narrative:
Device evaluation: the crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 90% stenotic lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The lesion was predilated with a 1.5x20mm unspecified compliance balloon. The physician then advanced a 2.5x38mm promus element stent to the lesion but was unable to cross. Upon removal it was observed that the stent was damaged. The physician dilated the lesion again and completed the procedure with a 2.5x38mm promus element stent.